Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post bi-ventricular pacing. Reprogramming was attempted, but it was not possible to program in a way that eliminated the twos. The physician will be consulted for further possible intervention. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2012 (B)(6); 4396 implantable pacing lead - 2012 (B)(6). (B)(4).